Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had display anomaly. The blood glucose was unknown at the time of the incident. The customer reported that the insulin pump had lines on the screen. The insulin pump will not be returned for analysis.